Event description:
It was reported that during an implant procedure, the attempted implant of this right ventricular (rv) lead was unsuccessful due to the patient experienced a cardiac arrest on the operating table that was believed to be related to sedation. Resuscitation efforts were performed successfully. Following the resuscitation efforts, the physician opted to replace the existing setup by initiating a new right ventricular (rv) lead. This rv lead was replaced, not implanted. This rv lead was retained by the hospital. No additional adverse patient effects were reported.